Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on historical data, possible causes include material problems: degradation, thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion and electrical problems due to open circuits, short circuits, signal loss. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc. Without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s image dropped without warning. The issue occurred during diagnostic endoscopy procedure which was completed with the same device. There were no reports of patient harm.